Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power alarm and error test. However the insulin pump alarmed during the occlusion test due to a loose drive support disk. Unable to perform the prime test due to the loose drive support disk.

Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.